Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the power supply, which resolved the issue. The ventilator passed self testing.

Event description:
It was reported that, during patient use, the ventilator alarmed and became inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.